Event description:
It was reported that an alert for right ventricular intronis amplitudes out or range was seen with no ventricular undersensing observed. A review of three stored atrial tachy response (atr) electrogram (egm)s showed false mode switching due to oversensing of atrial noise. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes and impact codes.

Event description:
It was reported that an alert for right ventricular intrinsic amplitudes out or range was seen with no ventricular undersensing observed. A review of three stored atrial tachy response (atr) electrogram (egm)s showed false mode switching due to oversensing of atrial noise. No adverse patient effects were reported. The device remains implanted.